Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and on 10-aug-2016 replaced barcode reader and performed alignments, but reader was still skipping patients. Could not get the barcode reader to read the same 3 patients no matter of the method. The rest of the patients read fine. Barcode label issue. The most probable cause of the reported event was a faulty barcode printer.

Event description:
On (B)(6) 2016, the customer reported barcode reader errors with their hlc-723g8 analyzer. Customer reported getting intermittent bcr errors. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.